Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the suction irrigator instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the tip of the suction irrigator instrument got stuck in a bent position and could not be straightened. When trying to remove instrument, a fragment fell inside the patient but was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was noted. The event occurred while the surgeon was suctioning with the instrument. It is unknown how long the instrument was in use prior to the issue. The surgical staff felt resistance upon attempts to remove the suction irrigator instrument through the cannula. No damage was noted to the cannula after the event occurred. The fragment was retrieved intraoperatively with a grasper instrument. All fragments were retrieved and the surgeon confirmed it. No additional surgical procedure was required to remove the fragments. The surgeon did not feel that it was necessary to perform post operative tests like an x-ray or ultrasound. The patient has not returned to the hospital due to experiencing any post-surgical complications. There are no photographic images of the device or a video recording of the procedure available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suction irrigator instrument was analyzed. The instrument was found to have a broken distal clevis at the distal end. The distal tip was broken and separated from the instrument. The missing piece was not returned with the instrument. Additional observations related to customer reported complaint was that the instrument was found to have a dislodged snake wrist. The snake wrist was dislodged and completely separated from the instrument. The snake wrist was not returned with the instrument. The instrument was also found to have a broken snake wrist cable at the distal end.

Event description:
Refer to h11 for follow-up information.